Manufacturer narrative:
The pod was received fully deployed. An 0x67, occlusion during runtime (one or both wires have 6 or more timeouts in the last 15), alarm was observed in the pod data along with timeouts . The observed hazard alarm confirms the user reported event. No damages or defects were observed that would have contributed to the occlusion alarm. The cause of the occlusion alarm could not be determined. The external portion of the soft cannula was observed to be damaged. The timing and cause of this damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.